Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the as lvp 20d 2ss cv tubing broke apart at the blue connector port and spilled tpn. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "rn entered room to find alaris pump alarming "air-in-line" upon opening alaris pump, rn noted a loud "pop" followed by tpn spilling from IV primary tubing set. Central line immediately clamped closest to patient and tubing clamped. Tubing noted to have broken apart from itself at one of the blue connector ports. No harm to patient noted. Tubing sent to clinical engineering."

Manufacturer narrative:
H.6. Investigation: customer reported the tubing broke apart at one of the connector ports, and returned the affected sample, extension filter set, and pair of plastic scissors. The extension set and scissors were not investigated as they were not related to the failure. The report of a tubing break is verified, sample separated at the outlet of the top pump clip. Microscope analysis found that there was sufficient solvent on the blue clip, and did not reveal much about the silicon as it is difficult to see through. Dimensional analysis found the silicon tubing to be out of tolerance (+.005) on the upper bound, meaning it was too wide and stretched out. The root cause is stretched tubing caused by user error, evidenced by the stretch ring around the tubing. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. H3 other text : see h.10

Event description:
It was reported that the as lvp 20d 2ss cv tubing broke apart at the blue connector port and spilled tpn. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "rn entered room to find alaris pump alarming "air-in-line" upon opening alaris pump, rn noted a loud "pop" followed by tpn spilling from IV primary tubing set. Central line immediately clamped closest to patient and tubing clamped. Tubing noted to have broken apart from itself at one of the blue connector ports. No harm to patient noted. Tubing sent to clinical engineering."